Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was involved in an incident where a venus catheter IV site clotted off. This incident occurred shortly after (the customer did not know the exact time) their conversion to baxter in 2011. This event occurred in the neonatal intensive care unit (nicu) while infusing heparin at a rate of either .5 or 1 ml/hr. It was further reported that one pt had a low glucose condition as a result of the clot and required treatment. The customer reported that the pt was "fine" afterward.